Event description:
Report received of an undocumented number of tubing "ruptures" during power injection. The device has been in use at this facility for the past eight months, and there have been an undocumented number of "ruptures" during power injections. Specific pt info was not provided, but all were adults requiring unspecified CT scans with contrast. The pt's had peripheral angiocatheters connected to an extension set. The power injector tubing was connected to the extension sets, and was set to inject 100cc of contrast at a rate of 3-4cc/second. It was reported that within the first ten seconds of the injection, the extension sets "ruptured. There was bleed back reported with "some, but not on all occasions". The extension sets were changed, and the injections resumed with no further problems. There were no reported adverse pt effects or delays in diagnostic testing. Additional info was requested, but no further info was provided.